Event description:
It was reported that a proximal targeting adapter did not target the second of two proximal holes. It was okay for the hole prior. The surgeon elected not to implant a second proximal screw. Operative side is left and there was approximately a 2 minute delay.

Manufacturer narrative:
D9 / h3 updated to indicate product was not available for return. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A physical evaluation and review of the device history for the device in question was impossible as lot code was not provided and the physical device was not made available. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed. H3 other text : device was not returned.

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
It was reported that a proximal targeting adapter did not target the second of two proximal holes. It was okay for the hole prior. The surgeon elected not to implant a second proximal screw. Operative side is left and there was approximately a 2 minute delay.